Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was defective. This was the only info available at the time of the initial rpt. The following was rpt'd to co on 7/29/97: the balloon leaked and blood was found in the catheter and extruder. Event complications: unk - rpt'd 4/4/97; none - rpt'd 7/29/97. Pt current status: expired - rpt'd 7/29/97.